Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. (B)(6) reporter, is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 300 mg/dl. The customer's expected fasting blood glucose test result range is 52 to 78mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 09/14/2018. The meter memory was reviewed for previous test result history: (B)(6). Customer states that has hypoglycemia and the normal glucose level range between 52mg/dl and 78mg/dl, however it's been reading in the high 200 and 300's. Customer was offered to troubleshoot, but customer took the test without the instructions and received a reading of 116mg/dl which is high.